Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2015 with blood glucose of 430 mg/dl. Customer had symptom of thirst and light headedness. Customer's emergency room visit was due to pneumonia. Customer was given a medication which caused customer's blood glucose to rise. Customer was not admitted into the hospital. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of emergency room visit. Customer again had high blood glucose beginning (B)(6) 2016. During troubleshooting, customer reported of having air bubbles, but infusion set was changed. Customer declined high pressure test. Customer was advised to monitor blood glucose.